Manufacturer narrative:
The investigation determined that lower than expected non-vitros biorad quality control results were obtained using vitros chemistry products dgxn slides lot 1920-0258-3545 processed on a vitros 5600 integrated system. An instrument related issue is the likely cause of the event. A review of historical qc results indicates some within laboratory imprecision and accuracy issues on vitros dgxn lot 1920-0258-3545 as well as the previous dgxn lot 1920-0258-3510 when processed on the vitros 5600 integrated system. The same vitros dgxn slide lots and qc fluids are performing as expected on an alternate vitros analyzer in the laboratory suggesting the vitros dgxn slides and the biorad qc fluids are not likely contributors to the event. Ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros dgxn lot 1920-0258-3545. The customer replaced the incubator evaporation caps, cleaned the reflectometer lens and performed an immunowash fluid leak pad adjustment prior to obtaining acceptable results from a within run vitros dgxn precision test. A within run precision test was not performed to evaluate the performance of the instrument prior to maintenance actions, however, the historical quality control results for the vitros 5600 system indicate an analyzer related issue when compared with historical quality control results for the alternate analyzer using the same reagent and quality control fluids. Therefore, an analyzer related issue is the likely cause of the lower than expected results. Email address for contact office is (B)(4).

Event description:
A customer reported lower than expected non-vitros biorad quality control results obtained using vitros chemistry products dgxn slides processed on a vitros 5600 integrated system. Biorad lot 45810 level 3 results of 1.54, 1.04, 0.97 and 0.55 ng/ml versus an expected result of 2.33 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected results were from a non-patient quality control fluid and no patient testing was performed while the qc results were unacceptable. However, the investigation cannot conclude that patient sample results had not been affected or would not be affected if the event were to recur undetected. There were no allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4) / ivd (B)(4).